Event description:
A patient in (B)(6) was undergoing a dialysis session which included a polyflux 170h dialyzer. Two hours into treatment a blood leak was observed where the arterial line connects to the dialyzer. Treatment was stopped with an estimated blood loss of 5 ml. The patient did not require any medical intervention as a result of this event. The cause of the leak is unknown.